Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed the power entry module damaged. Upon power up, the heater calibration test failed. Further investigation found a short on the ac distribution board which was causing the heater tray failure to warm up. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the ac distribution board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patient¿s liberty select cycler alarmed with a fluid temperature out of range message once during their peritoneal dialysis (pd) treatment. The cones were broken and bags are stored inside of the home at room temperature. The patient stated dropping the cycler while traveling and now the cycler has damage near the power switch area. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however was not provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the ac distribution board was identified.